Event description:
The customer stated that a decreased sodium result of 112 mmol/l was generated by the architect c16000 analyzer. The sample was repeated and a result of 137 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
The customer stated that a decreased sodium result was generated by the architect c16000 analyzer. The abbott field service representative (fsr) noted that many cuvette holders appeared damaged. The potential cause of the damage was unknown. The cuvette holders and cuvette drying tips were replaced. The issue was resolved. Customer complaint data was reviewed and no systemic issues or adverse trends were identified related to the customer issue. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The correction/removal reporting number was added. The product correction letter was issued on december 8, 2017.